Manufacturer narrative:
The device was received with intermittent button response due to flattened act keypad dome. There were minor scratches to the lcd window, cracked case near the display window corners, cracked reservoir tube lip. The keypad connector was found to be closed properly during visual inspection. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are not responding correctly. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.